Manufacturer narrative:
The analysis discovered that the distal end had been pulled out of the lead. This damage manifestation requires excessive mechanical stress and is with high probability a result of strong tensile forces during the explantation. The analysis did not show any deviations from the electrical specifications that could be related to the high pacing threshold. No indications of material defects or manufacturing errors were found.

Event description:
After an implantation period of about 38 months, it was reported that, after initially unremarkable pacing threshold and impedance values, a gradual impedance increase in the ventricle to >3200 ohm could be seen from 2009 on. This was associated with an increase in the pacing threshold. The exact explantation date was not provided. No deterioration of the patient's state of health was reported.